Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case in the back was separated from the bottom case and the bottom case tab was broken. A review of the event history log identified check clutch/plunger lever error). During the functional testing the reported issue was able to be duplicated. The position pot cable was disconnected from the main board. The root cause of the issue was related to improper use by the customer. Connected position pot to main board.

Event description:
It was reported that the pump will not move past the select syringe screen. No patient injury or involvement was reported.